Manufacturer narrative:
Submit date: 05/17/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that the ultem adapter in the arterial line is broken. As per the technician, the catheter was inserted on (B)(6) 2016 and was broken while connecting to the blood tubing for hemodialysis. A new catheter was inserted in the patient and hemodialysis was done on this patient.

Manufacturer narrative:
The product involved in this complaint and the lot number is 8813817009/ kit 11.5fx13.5 ce mahurkar, lot number 1521700117. The device history record (DHR) was reviewed and no deviations related to this reported condition were found. There are not non-conformance reports related to the reported issue for the involved lot. No changes were identified that may impact the product/process related to reported condition during a period of six months prior to manufacturing date. A quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. The sample was returned for analysis and investigation; it consisted in one red adapter that came inside a generic plastic bag and presented signs of use. A visual inspection of the sample revealed the adapter with cavity 1 was found broken on the thread pitch area; there is a missing fragment of the adapter that was not returned. In addition, the sample was magnified to determine if there were marks which could indicate the use of some type of instrument which was not found on the sample. The adapter showed evidence of fractures that may indicate the application of an external force. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and it functioned as intended for the reported amount of time; therefore it can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as unintentional misuse. As per the instructions for use adapter over tightening can cause a crack in the palindrome catheter. This issue is being addressed by a formal corrective and preventative action. No additional actions are required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.